Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause of this issue is unknown. Further investigation was carried out to reproduce the behavior in a testing environment with the same sc2000 4.0 release. However, the symptom was not reproduced. Every time during the active stress echo exam test, the captured clips were for stress echo type. From the system logs, it showed that during the customer's stress echo exam the captured clips were not stress echo type, but general clips. This caused the behavior that the clips were not displayed in the stress echo review and lead to the mentioned exception. Further root cause is unknown. The issue was resolved by reloading software and restoring backups. The system is fully functional and the issue is no longer observed. Reference # (B)(4).

Event description:
The acuson sc2000 system was being used for a stress echo exam. The report review page was blank after the user saved the 2d stress echo images. The patient have to be re-examed to complete the exam. The user stated there was no data loss.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).